Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, while the physician was advancing an initial ruby coil through the lantern delivery microcatheter (lantern), the lantern started kicking back and consequently, the coil stopped advancing. The ruby coil was then removed from the lantern completely. Next, the physician attempted to resheath the ruby coil while outside of the patient's body; however, the push assembly became kinked. Therefore, the procedure was completed using new ruby coils and the same lantern. There was no report of an adverse effect to the patient.